Event description:
A patient underwent a peripheral intervention in 2009, in which the physician proceeded to use the mynx device for femoral artery closure. Additional patient and procedural details are unknown. It was reported that the patient began to develop pain in the ipsilateral foot that same evening. The next day, the patient was taken back to the cath lab in which there was an occlusion noted in the distal popliteal artery. An endovascular approach was unsuccessful in restoring flow and the patient went for surgical thrombectomy/endarterectomy in the next day. Material, visually assessed as mynx sealant, was removed and flow was restored. It was reported that there may have been some eccentric plaque within the vicinity of puncture that may have stopped the balloon from properly abutting the arteriotomy during deployment. The patient tolerated the procedure well and was discharged at two days later without further complication. No additional patient, procedural or follow-up information was obtained.

Manufacturer narrative:
Based upon the information received, and the investigation performed by accessclosure, the root cause of the reported ischemia and occlusion with surgical repair is unknown, however, it is possible that the reported mynx sealant could have caused and contributed to the occluded flow. The device was not returned for evaluation and pathology report of the excised material was not obtained. It is possible that due to eccentric plaque within the vicinity of puncture, the operator was unable to pull the balloon back to abut the access site, which could have led to an intravascular deployment. Per the mynx instructions for use, evidence of adequate flow and absence of significant pvd in the vicinity of puncture should be confirmed prior to deployment. The safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture.